Event description:
Customer reported via phone call that she was hospitalized. Customer's blood glucose was over 600 mg/dl; current reading was 259 mg/dl. The customer experienced nausea and dehydration. The customer treated with manual injection. During troubleshoot; it was stated, the drive support cap is recessed. The customer declined to check for possible site/insulin issues. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump failed the high pressure test the first time and passed the second. No error alarms found in the history and bolus history was accurate. Customer was advised to change the entire infusion set, reservoir and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.